Event description:
Pt was transferred to a burn center on 9/21/99 for further treatment and management of her wounds. Reporting facility has since been informed that the pt expired on 9/30/99 at the transfer facility.